Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line before use at the biomedical department as an out of box failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification and the customer reported issue 'false air in line' could not be reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log did not verify the false air in line alarm. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.